Event description:
It was reported that the lesion was in the moderately calcified, proximal left main. After pre-dilatation was performed, the 3.5x28 mm xience v stent delivery system (sds) was advanced to the lesion; however, during deployment of the stent, the stent failed to expand completely due to the calcification in the vessel. Strong resistance was felt when retracting the sds from the anatomy, and the use of force during retraction resulted in the sds shaft separating. The separated shaft was retrieved from the anatomy with a snare and another balloon was used for postdilatation of the stent successfully. The patient felt a little uncomfortable with transient chest tightness and pain during the process; however, there was no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4): excessive force. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted the shaft was separated/detached 4 mm distal to the guide wire exit notch, thus confirming the complaint. In this case, there was no report of any damage noted to the stent delivery system or stent implant during inspection prior to use, which suggest that a product quality deficiency did not contribute to the reported complaint. According to the reported information, the partial deployment/apposition occurred due to calcification in the vessel, which likely contributed to the reported difficulty removing the sds from the anatomy. It was reported that force was applied when resistance was met during withdrawal. It should be noted that the xience v everolimus eluting coronary stent system instruction for use (IFU) states, should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. The force applied likely caused or contributed to the shaft separation. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint handling database for the reported lot revealed no other incidents for difficult/partial deployment, difficulty removing from the anatomy, or shaft separation/detachment. The reported patient effect of angina is listed in the IFU as a known adverse effect. There is no indication of a product quality deficiency.